Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that the patient had received an inappropriate shock due to oversensing on the right ventricular lead. The r-wave was noted to be diminished. A chest x-ray found that the lead had dislodged. The lead was repositioned and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.